Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was not confirmed. During the evaluation it was found that there was foreign material residue stuck on the light guide lens. The following non-reportable findings were as follows: there was knob play, and less angulation. The bending section cover glue was separated and had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there were 2 lenses guides melted and deformed and was not reportable. The issue was found during a diagnostic procedure. The intended procedure was completed; however, it is unknown if with the same equipment. The device was returned for evaluation. During the device evaluation there was foreign material residue stuck on the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, physical damage at the material residue point was confirmed. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.